Event description:
Concentrator allegedly caught fire, melting cord and allegedly starting blanket and chair on fire. No injury alleged.

Event description:
Concentrator allegedly caught fire, melting cord and allegedly starting blanket and chair on fire. No injury alleged.

Manufacturer narrative:
(B)(4). The device was returned on (B)(4) and a full evaluation was completed by the invacare returns team. The device was about 5 years old at the time of the complaint. Allegedly concentrator plug caught fire in home and allegedly started blanket, chair on fire, alleged cord melted. The visual and functional results are as follows: the evaluation showed the unit was in poor condition. The unit had burn marks on the cabinet in front and on the side, there was a gap melted in the plastic under the top cabinet handle with burn marks. The patient outlet port was melted and the power cord was melted in several placed. A non-invacare inlet filter was installed. On the interior pe valve, product tank, and sieve tubing was melted. Their were rust spots on the capacitor. Tubing was contaminated with a tobacco like stain. The o2 sensor cap was dislodged from the pc board. A piece of candy wrapper was coming out of the base. A new power cord was installed and the concentrator was powered on and started up indicating that all electrical components were functioning. After a few minutes the unit shut down due to low o2. The evaluation conclusion indicates the concentrator was involved in a fire that appears to have started from an external source and then caused damage to the tubing that interrupted flow of oxygen. Replacement sent as courtesy so we could evaluation unit. (B)(4) has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 4 years 9 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a non-smoking male whose age, height, and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model irc5po2, serial number/date code (B)(4) is approximately 4 years 9 months old. The user manual part number 1143482 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumer is a nonsmoking male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.